Event description:
Medtronic received info that during the bypass procedure, while the pt was being rewarmed, this oxygenator exhibited poor gas transfer. The clinician attempted to change the fio2 (free oxygen) setting, but this yielded the same results. Despite the gas transfer performance, the device was used throughout the procedure without any adverse pt complications. The device was returned to medtronic for analysis.

Manufacturer narrative:
(B) (4): eval, device was returned, but analysis has not yet begun. Results: other = analysis results were unavailable at the time of this report. Conclusion: other = cause of event cannot be determined. Analysis: upon receipt, the device was decontaminated and forwarded to our performance lab for testing. As of today, the performance results were not available. Conclusion: based on the info provided thus far, root cause for this event cannot be determined. Medtronic will submit a f/u report when analysis is completed.